Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e1 "telephone number" was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the cable u failed resulting in the image issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed was confirmed. In addition to what's reported in b5, the following nonreportable malfunction was identified: e226 error occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported (on behalf of the customer), the image on the 4k camera head was completely white. At the facility it was confirmed the issue was with the camera head and not the processor. The device was inspected prior to use. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.